Event description:
The physician attempted arteriotomy closure with the starclose device following an interventional procedure. Everything was "normal" in steps 1, 2 and 3. However, when the clip was fired, no click was heard. The physician attempted to remove the device but it was stuck in the patient's groin. She attempted to use the safety release button several times, but could not remove the device. While applying counter pressure, the patient began to complain of serious pain in the groin. The physician ordered "global anesthesia" for the patient's pain. The device was pulled out of the groin and hemostasis was achieved with manual compression. At last report, the patient was doing "well."

Manufacturer narrative:
The device is expected to be returned for testing and investigation but has not been received.